Event description:
It was reported by customer that before use, the cs100 intra aortic balloon pump does not recognize ECG cable signal and monitor, it darkened without being able to see the parameters. There was no patient involvement and no injury reported.

Manufacturer narrative:
Due to the character limit in the e1 section, the full initial reporter's name is:(B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) checked the machine and cleaned the monitor connection connector contacts. By performing various functional tests with an ECG simulator, the ECG signal was always detected correctly. Repair completed. Functional tests performed with positive results. The equipment has been returned to the customer for clinical use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6- investigation findings.

Event description:
N/a.